Event description:
It was reported that this atrial lead exhibiting increased in pacing impedance measurements of 450 ohms to 3000 ohms over the past 9 months. The patient does not require atrial pacing; therefore, the device was reprogrammed from ddd to vdd. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.